Event description:
It was reported on (B)(6) 2012 that a piece of the rotaflow broke off during extracorporeal membrane oxygenation (ECMO) with the piece ending up in the venous side of the oxygenator. The circuit was changed with no incident. There were no reported adverse effects to the patient. Follow-up information received on (B)(6) 2012 indicated that there was a foreign noise heard. The rotaflow was cut out. It appeared that the pump had snapped a pin and the pin became lodged in the pre-oxygenator membrane. It was reported that the patient was not a post-cardiotomy patient. Heparin was not started because of coagulopathy secondary to sepsis. During the change-out of the rotaflow, the patient's treatment was suspended for approximately two minutes, perpetuating clot formation within the oxygenator. As a result, the whole ECMO circuit was replaced. On (B)(6) 2012, the customer reported that the noise began 30 minutes into support. The flow rate was 3.5-4.5 liters/minute.

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records as required by maquet's CAPA process. Due to the age of the complaint, follow-up will not be conducted and no further information is expected.